Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Events reported in 1818910-2021-05177, 1818910-2021-05178. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This case is captured in regard to the revision procedure mentioned in (B)(4). In removing an acetabular shell for scheduled revision, surgeon broke two (2) curved osteotomes from the loan morelands cementless removal instruments kit. In each instance, the tip of the osteotome snapped, likely due to being used as a lever behind the acetabular shell. Metal fragment was a single piece on each occasion and was easily retrieved from the patient with no patient harm or impact on surgical time. The primary surgery was in 2011. The reason for revision was because the patient's blood metal ion levels had gone up.